Event description:
It was reported to boston scientific corp that an obtryx halo system was used during a tot procedure. According to the complainant, during the procedure, the physician "passed the needle through the bolt hole (forame otturatorio) after having hooked the mesh at the left (first passage) needle during the retraction the same needle it's verified the separation of the button hole of the needle." The pt's condition at the conclusion of the procedure was reported to be "stable". Several attempts at follow up have been unsuccessful.

Event description:
C-cc-pc - pacing dificulties; it was unable to pacing or sensing from the beginning. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Catheter was found to have a short condition between the proximal and distal electrodes in the y-adapter. Balloon inflated clear and concentric without any leakage. No visible damage was observed from catheter body.